Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. During a visual inspection of the pump, the battery compartment was found to be cracked. The battery cap secured properly to the pump. During testing, current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored.